Event description:
Sales consultant reported a broken 2.0mm drill bit with depth mark/qc 140mm during treatment for a right distal humerus fracture. The surgeon was drilling for the distal locking holes on the posterior lateral variable plate and as he started drilling screws that targeted the trochlea, the tip of the drill broke off. Surgeon tried to locate the broken bit but could not. Final x-rays were performed and surgeon discovered that the broken piece of the drill bit was in the proximal ulna radius and distal humerus joint (elbow). The surgeon retrieved the piece of the instrument relatively easily. Surgery was successfully completed. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis placeholder.